Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. On (B)(6) 2026, the log file captured two no external power events while connected to the mobile power unit (mpu) due to two losses of ac power. The alarms resolved each time when power was restored. The backup battery supported the system during these no external power events without issue. The pump operated as intended throughout the log file. Multiple attempts were made to obtain additional information regarding if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose from the wall outlet or the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged, the mpu serial number, and if any product will be returned; however, no additional information has been provided and to date, the mpu has not been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mobile power unit not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot power cable disconnect, low voltage hazard, and no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for analysis. Log files captured a no external power event on (B)(6) 2026 due to simultaneous power lead disconnects while the patient was switching power sources. There was no interruption in pump support during this event. The log file captured no external power alarms and multiple other associated alarm types on (B)(6) 2026. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. The log captured simultaneous power cable disconnect on (B)(6) 2026 at 0:20 causing no external power. There was no pump interruption during these events as the system controller¿s emergency backup battery (ebb) functioned as intended. The log also captured power cable disconnect/low power hazard/no external power while connected to mpu on (B)(6) 2026 at 2:49. This was caused by power to the mpu being briefly interrupted. There was no pump interruption during these events as the controller¿s ebb functioned as intended. The alarms were resolved upon the mpu regaining power. There were no notable alarm conditions or parameter changes prior and after these events. The mechanically circulatory support (mcs) equipment was operating as intended electronically and mechanically.